Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an expired dbm product was implanted during the procedure. There were no reported patient impacts and no further information was provided.

Event description:
It was reported that an expired dbm product was implanted during the procedure. There were no reported patient impacts and no further information was provided.

Manufacturer narrative:
This is a confirmed complaint. Device was implanted in the patient stated by sales rep. There is no safety issue. The sterile barrier is validated for 3 years according to pq-401. The shelf life is stated as two years because of the oi level. Oi diminishes over time and does not meet the requirements at the 3 year time frame, so we just left the shelf life at two years. DHR review: review of the DHR was found to be conforming when it left zimmer biomet facility and no manufacturing issues was noted which may have contributed to this event.